Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not working and the patient was admitted to the intensive care unit (ICU) for confusion and runs of ventricular tachycardia (vt). Review of a remote transmission indicated that the device was functioning within normal parameters. The ICD remains in use. No further patient complications have been reported as a result of this event.